Event description:
It has been reported "re tha due to acetabular loosening. Abnormality was also observed on the stem side. Trunnionosis and metallosis occurred at the neck-head junction, and the area was darkened."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.